Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device posted a ventilator fail alarm at the beginning of a case. There was no injury reported.

Manufacturer narrative:
The ventilator motor has been replaced and was returned for evaluation. The unit was assembled into the periphery of a lab device and subject to several tests. The motor could start up operation normally but it was determined that there are some positions where the contact between collector and carbon brushes was disrupted due to wear and tear. This will lead to fluctuations in rotation speed and in consequence to deviations detected by the piston position supervisor system. The device is designed to shut down automatic ventilation to prevent from serious damages and to post a corresponding alarm. Monitoring functionality as well as gas dosage remains unaffected. The evaluation of the log file confirms this expertise: two encoder check errors have subsequently occurred right after start of the particular procedure. The workstation switched to manual ventilation mode before it was set to standby two minutes later. The motor is designed for a lifetime of 10 years which would equal to 13.000 hours per standard operation model. The particular motor is 12 years old and had lasted for 16.500 hours before wear and tear resulted in the first sporadic failures during use. For the individual case this can be considered well-acceptable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The user reportedly replaced the device immediately; no patient consequences have occurred. The repair exchange of the motor has put back the device into a fully operable state.

Event description:
Please refer to the initial-report.